Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: d4 UDI# the device was returned to the factory for evaluation on 12/11/2025. An investigation was conducted on 12/15/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device passed the transected tissue test. The device was only able to transect fpur (04) times. There was no buzzing (noise) noted during the testing. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was confirmed. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# (B)(4)) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.47 vdc (passed test). Low current output: 3.84 amps dc (failed test). High current output: 5.67 amps dc (failed test). The complaint vasoview hemopro power supply passed one of the three output tests. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was confirmed. A supplier investigation was conducted. Microline also could not confirm 1419222. The supplier investigated the device and was unable to confirm the reported failure. (B)(6) was reported to sporadically apply power to the handpiece during use. During testing, the unit could power on and was functional with a handpiece. It also passed our functional/calibration tests. The unit was then left on for over 6 hours without interruption, followed by over 300 activations with the handpiece at 7 second intervals and then tested again to our functionality requirements. Since we were able to confirm this failure in house, the requested the unit back from microline for additional evaluation. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that a vasoview hemopro power supply cuts in/out during use with disposable. The pa noted that the cautery/cutting started to work sporadically. It would begin to cut then stop in the middle of cutting a branch. The team tried new cords and adapters, but the issue continued. This lasted for a short time (couple of minutes) then the power supply completely stopped working. The tone/beep stopped and no activation took place when the jaws where shut. The case was completed using the same hemopro by switching to a new power supply. Everything began to work normally at that time. No procedural delay beyond trying new cords and switching to a new power supply. Nothing fell off into the tunnel of the leg. A cautery test was performed at the beginning of the case, as usual, and everything was working properly at the beginning of the case. No patient harm or additional follow up required post-op.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected section: h6-codes 213, 67 replaced with codes 170, 25. The device was returned to the factory for evaluation on 12/11/2025. An investigation was conducted on 12/15/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device passed the transected tissue test. The device was only able to transect fpur (04) times. There was no buzzing (noise) noted during the testing. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was confirmed. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc, low current output: 4.0 amps dc +/- 0.05 amps dc, high current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box. The test results were as follows: no load voltage output: 5.47 vdc (passed test), low current output: 3.84 amps dc (failed test), high current output: 5.67 amps dc (failed test). The complaint vasoview hemopro power supply passed one of the three output tests. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was confirmed. A supplier investigation was conducted on 03/25/2026. The ups current output at the highest setting was around 5.74 amp which is below the 6.00 ± 0.05 amp specification. Investigation of the boards found no issue with either the analog (prt0402) or digital (prt0403) boards. Output voltage originating from the internal power supply board (prt0l 08) was able to meet the 5.5 vdc specification when powered on. Inspection of the ips showed no obvious signs of damage or missing components. The potentiometers could be adjusted and were calibrated to put the current output back into the correct range. Ups was able to pass all functional tests after calibration. Based on the investigation, the potentiometers most likely drifted during use resulting in a small deviation from the output specification.